Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to infected knee. Surgeon explanted components revising with articulating spacer. Doi: (B)(6) 2020 ; dor: (B)(6) 2021 ; left knee.